Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported suture detachment could not be determined. The subsequent treatment of additional therapy appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article titled, "initial experience using prostar: a new device for percutaneous suture-mediated closure of arterial puncture sites."

Event description:
It was reported through a research article that arteriotomy closure was achieved using a prostar device with a 6f sheath. A suture break occurred while securing the initial square knot. The remaining end of the broken suture was cross-tied to the second suture and hemostasis was maintained. Trivial ooze was noted which required a dressing change. Details are listed in the article, titled "initial experience using prostar: a new device for percutaneous suture-mediated closure of arterial puncture sites."